Event description:
A caller reported a malfunction on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information but the call was disconnected before resetting could be attempted, and a follow-up with the customer was planned. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.